Event description:
Customer reported the 9600 system displayed a fatal precharge error at bootup. Batteries are too old.

Manufacturer narrative:
The service rep replaced the batteries. The system operates as intended.